Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-linear leads, upn scs-linear leads, model sc-2218-50, serial (B)(4), batch sc-2218-50.

Event description:
It was reported that the patient was no longer able to feel stimulation. Multiple high impedances were noted on one of the two spinal cord stimulator leads. It is not known which lead displayed the impedances. The patient underwent a revision procedure and both leads were replaced. The patient was expected to fully recover. The explanted leads will not be returned as they were discarded by the medical facility.